Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose also went into diabetic keto acidosis. Customer's blood glucose value was unknown at the time of the incident. The customer went to the healthcare professional instructions and they was put on manual injections and went off the insulin pump at that point. Customer stated insulin pump did not deliver correct amount of insulin, failed battery test, no delivery alarm, motor error. The insulin pump will not be returned for analysis.